Event description:
It was reported that a patient underwent an unknown obstetrics procedure on an unknown date in 2021 and suture was used. During the procedure, the thread cut off from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the thread cut from the needle (in the package, during removal from package, during handling or during use on the patient)? Please specify don¿t know what was the name of the procedure? Obstetric procedures what is the lot number? An6305. Events reported in 2210968-2021-12716, and 2210968-2021-12719.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2022. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.